Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, the was sheath was believed to have lacerated the left atrial appendage causing a pericardial effusion. This was recognized after the watchman 20mm flx device was deployed but not yet released. A pericardiocentesis was performed and the patient was then taken to surgery. During surgery they removed the watchman device and surgically clipped the left atrial appendage. The patient remained stable throughout and was discharged.